Manufacturer narrative:
Allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the implant's surface properties did not show any deviations.

Event description:
It was reported that a (B)(6) female patient received an osseospeed ev dental implant on (B)(6) 2016 in region 30. After 24 days the implant was removed. The dentist reports that the patient is allergic to titanium and has the documentation on file from the allergist.